Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient¿s hemoglobin was 6.7g/dl and 5 units of packed red blood cells (prbc¿s) were transfused. On (B)(6) 2015 the patient had an upper endoscopy; the results were not provided. On (B)(6) 2015, while the patient was still in the hospital, it was noted that the patient¿s hemoglobin was 7.0g/dl. Continued bleeding was suspected and the patient received 2 additional units of prbc¿s and was started on octreotide. No additional information was provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support, and no further related issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 12 days.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.